Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged that the patient¿s blood glucose levels were above 250 mg/dl but below 500 mg/dl, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2017 with the following findings: the black box began on (B)(6) 2017. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.